Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that "I would like to inform you of a new incident that occurred at the chuv on (B)(6) 2026, the details of which are as follows: description : "after placing a peripheral venous line in a patient, I connect the bd connecta luer-lock 3-way valve with extension previously purged. When I injected 0.9% nacl from the pre-filled syringe connected to the tap and wanted to check the blood reflux, I noticed a flow of nacl. First of all, I checked that each connector was properly connected; everything was in order. I then noticed that the equipment was faulty; I could see a small hole in the 3-way valve tubing, at the mouth of the directional valve". Given that the detection took place during the nacl rinse (which systematically takes place before injection of the oncology treatment), there is no real risk for the patient. We will deal with this case as a quality request. Please let me know if bd declares it to swissmedic, and we'll do the same. The device is available from me for analysis."